Event description:
Per reported event; the inserter failed to lock. This provided an unsafe impaction environment. We had opened the implant and tubing, loaded the implant and upon loading discovered that the inserter didn't lock in place. We ended up using peek instead. Per additional communication, process to complete the surgery did not require a larger/additional incision on the patient and/or any other medical intervention that would be different had the cage been used as planned. Further communication with sales rep on (B)(6) 2017 indicated; the "unsafe impaction environment" is referring to surgeon indicating that the implant may damage the durra during insertion. Since implant was not able to lock, the implant would go back and forth during insertion. No adverse consequences reported.

Event description:
Per reported event; the inserter failed to lock. This provided an unsafe impaction environment. We had opened the implant and tubing, loaded the implant and upon loading discovered that the inserter didn't lock in place. We ended up using peek instead. Per additional communication, process to complete the surgery did not require a larger/additional incision on the patient and/or any other medical intervention that would be different had the cage been used as planned. Further communication with sales rep on (B)(6) 2017 indicated; the "unsafe impaction environment" is referring to surgeon indicating that the implant may damage the durra during insertion. Since implant was not able to lock, the implant would go back and forth during insertion. No adverse consequences reported.